Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blackout is printed circuit board (cr) failure, and the illumination failure is attributed to front-panel light-emitting diode (led) failure. Furthermore, the most probable cause of the air vent metal corrosion is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an air vent metal corrosion, blackout and illumination failure, printed circuit board (cr) failure, and front panel light emitting diode (led) failure. There was no patient involvement.